Event description:
It was reported that the user experienced intermittent bluetooth communication failure between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, resulting in signal loss to the ilet only; the agent advised toggling the settings and restarting the ilet, then allowing time for pairing, and dosing stops soon was displayed. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem associated with the device¿s electrical and magnetic subsystem, specifically the antenna, consistent with intermittent communication failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.